Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator upon startup of the device experienced an hourglass blank screen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the allegation was not duplicated by operational checking. It was confirmed that delivery of airflow continued, and the screen display was viewable, and the touch operation was possible. The device error log was checked and confirmed that there was no error indicating a device failure. Functional and internal checking were performed, and the device passed with no abnormalities found. The waveform data shows that there is no record indication that the delivery or airflow was divided due to stop and that airflow was being delivered continuously at the time for the event. Although the cause was not able to be identified, a failure could have occurred in the internal processing of the device at the time of the event. Therefore, the system board, display board, and display were replaced to prevent reoccurrence. Additionally, since the silver frame around the power button was off, the vanity cover assembly was replaced. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.

Event description:
The manufacturer received information alleging a ventilator upon startup of the device experienced an hourglass blank screen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.